Manufacturer narrative:
Hematuria/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details. Additional information (codes) has been provided in h6 (component code, investigation findings, and type of investigation).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted surgically via direct aortic access in an 81-year-old male patient for acute myocardial infarction and cardiogenic shock. The patient¿s comorbidities were known coronary artery disease. The patient had been on the impella cp pump for the left-sided needs, which was subsequently explanted and escalated later the same day to the impella 5.5. The patient¿s clinical state prior to initiation of impella 5.5 support was documented as scai shock stage d. During procedure, while the patient was coming off cardiopulmonary bypass following coronary artery bypass grafting (CABG) and impella 5.5 insertion, pink tinged urine output was noted in the foley catheter consistent with hemolysis. Imaging confirmed good pump positioning, and the pump was not reported to be contacting with the mitral valve apparatus. Device repositioning was not documented. No organ damage was reported. Following procedure, the patient was transferred to the ICU on support. Patient outcome and survival outcome at explant is unknown, as the patient remains on impella 5.5 support at the time of reporting. Hemolysis is a known risk associated with impella 5.5 as well as cardiopulmonary bypass and may be influenced by patient specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Event description:
An impella 5.5 was inserted surgically via direct aortic access in an 81-year-old male patient for acute myocardial infarction and cardiogenic shock. The patient¿s comorbidities were known coronary artery disease. The patient had been on the impella cp pump for the left-sided needs, which was subsequently explanted and escalated later the same day to the impella 5.5. The patient¿s clinical state prior to initiation of impella 5.5 support was documented as scai shock stage d. During procedure, while the patient was coming off cardiopulmonary bypass following coronary artery bypass grafting (CABG) and impella 5.5 insertion, pink tinged urine output was noted in the foley catheter consistent with hematuria. Imaging confirmed good pump positioning, and the pump was not reported to be contacting with the mitral valve apparatus. Device repositioning was not documented. No organ damage was reported. Following procedure, the patient was transferred to the ICU on support. The impella 5.5 was subsequently explanted after successful weaning. The patient survived following explant. The systemic anticoagulation necessary for the pump placement and support as well cardiopulmonary bypass can contribute to hematuria.

Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. This update included the removal of the ¿hemolysis¿ code as no diagnostic methods were used to evaluate if the patient had hemolysis; there was only pink urine reported. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding have been updated, corrected and should be considered the representation of the reported event. The clinical rationale was updated, corrected and captured in b5 (event description). Correction. D1 brand name was corrected accordingly.